Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had ineffective stimulation. It was determined that the patient twiddled both of the ipgs resulting in left extension fractured and right extension was twisted. As result, surgical intervention was undertaken on (B)(6) 2025 wherein both ipgs and both extensions were explanted and replaced to address the issue.